Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cortical screw has broke below the head during insertion. Doi: (B)(6) 2017.

Manufacturer narrative:
This product was reported in error. Depuy doesn't have the responsibility to make a reporting determination and submit adverse event reports for this instrument. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.